Manufacturer narrative:
Section a3b, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: unknown, information was not provided. Section h3 - the device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts were made to obtain the missing information; however, the information could not be provided as complaint reporter could not be reached. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with high myopia and early cataracts was implanted with an odyssey intraocular lens (iol); however, the lens was replaced with a monofocal tecnis iol due to experiencing visual artifacts. No further information was provided.